Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Device information was updated.

Manufacturer narrative:
The returned device passed all testing in the laboratory and no anomalies were identified. Product ID neu_wrench_acc, lot# unknown. Product type accessory. Analysis of the implantable neurostimulator (ins) and the wrench revealed no anomaly. Codes are reflective of implantable neurostimulator (ins) and the wrench. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during replacement procedure, the implantable neurostimulator (ins) had poor coupling while inside the pocket. It was noted that maybe the pocket in the patient chest was deeper than 1 cm, but the doctor reported the contrary. Another recharger system was used, but the coupling was still poor. Coupling with the ins outside the pocket was performed and the coupling was 100%. Another ins was used and the doctor made some changes to the pocket. Afterwards the coupling was good and the issue was resolved. The ins was never implanted.